Event description:
It was reported that during routine morning check, the cs300 intra-aortic balloon pump (iabp) unit has a insufficient vacuum fault. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer fse was dispatched to the site to evaluate the unit. Equipment was removed from site and a loan unit given to the customer. Upon initial inspection it was seen there was an insufficient vacuum on the equipment. During further investigation, pump connections for vacuum completely snapped off and so it was suspected these were the source of the issue. Pump vacuum connections were removed and replaced pneu cmpnt nip .25 flow bulkhd and kit 2500 hr prevent maint equipment checked for vacuum - vacuum was now sufficient. Equipment was put through a complete service and function testing. Equipment has now been returned to the customer for clinical use.

Event description:
N/a.